Manufacturer narrative:
Zoll medical (B)(4) service department evaluated the device and reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. A flex cable was replaced as precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.